Manufacturer narrative:
One device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the outer shaft of the device is broken. No pieces are missing. The hub is intact and not damaged. The reported condition was confirmed. The investigation found the outer shaft of the device is broken. The damage is indicative of over flexing during use. The investigation identified the root cause of the reported event to be over flexing of the shaft during use. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a very heavy kidney placed large weight on the shaft of the device. The device cracked. There was no injury to the patient. No part of the device broke off or disengaged and there was no exposed metal. Nothing fell into the patient cavity and they had another device to complete the surgical case. That device did not experience any issues.